Manufacturer narrative:
Additional contact information: (B)(6)

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, under infused. It was reported after a 24 hour infusion the end user had a significant amount of yondelis drug remaining in the bag, however the pump indicated the full volume was administered. Per reporter the pump did not generate any alarms during the infusion and the pump settings were confirmed. No adverse patient effects were reported. No additional information is available at this time.